Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain following the procedure. The surgeon determined that the superior positioned implant was irritating the nerve root. Three days after the initial procedure, the surgeon performed a revision procedure where he removed the implant. No other preexisting implants were adjusted or removed. The patients pain symptoms resolved following the revision procedure.